Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples were functionally tested and the issue of retraction failure was not observed as all needles retracted as expected. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h.10.

Event description:
It was reported that during blood sampling with bd vacutainer® push button blood collection set the needle would not retract and the health care worker sustained a needle stick injury to left thumb. The patient was tested for blood borne pathogens post needle stick injury, and hcw received top up dose of hepatitis b vaccine. The following information was provided by the initial reporter: routine visit to include blood sample to be taken.upon withdrawing needle, needle, butterfly needle would not retract normally. Tried to retract and whole butterfly came apart resulting in used needle piercing through glove and skin to left thumb.